Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed.

Event description:
Procedure performed: total abdominal hysterectomy. Incident description: this was his 4th time using the voyant handpiece. There were no alarms or misfires. Surgeon rated the device as clinically superior on the evaluation. Patient was in recovery after the surgery when it was noticed that she had low blood pressure, 70 over 40 and a pale complexion. Patient was brought back to the operating room and found blood loss of 1200cc due to a hematoma in the adnexal pedicles. Patient given blood transfusion and was fine. Rep verified that the patient had not been on steroids or blood thinners. Patient status: patient fine, given blood transfusion. Recovered well.

Event description:
Procedure performed: total abdominal hysterectomy. This was his 4th time using the voyant handpiece. There were no alarms or misfires. Surgeon rated the device as clinically superior on the evaluation. Patient was in recovery after the surgery when it was noticed that she had low blood pressure, 70 over 40 and a pale complexion. Patient was brought back to the operating room and found blood loss of 1200cc due to a hematoma in the adnexal pedicles. Patient given blood transfusion and was fine. Rep verified that the patient had not been on steroids or blood thinners. Patient status: patient fine, given blood transfusion. Recovered well.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.